Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 270-271 mg/dl with high ketone levels resulting in diabetic ketoacidosis (dka); dka was identified as dangerous by a healthcare provider. Suspected cause was due to a cartridge alarm occurring indicating that the cartridge was removed outside of the load sequence; however, cause of cartridge alarm was not confirmed. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room (ER) and subsequently hospitalized within the intensive care unit (ICU). Customer was treated with intravenous saline fluids. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
H6: removed 3217, 61 h6: removed 3217, 61.